Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2015-(B)(6), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient lost 40-45 lbs and the pump was tilting/flipping resulting in a catheter kink at the proximal segment. The patient experienced pain, loss of therapeutic effect/return of pain symptoms. The patient stated having less relief and the catheter issue was found the day of the procedure. Per the patient they got pain relief from sciatic pain but not in groin area. A revision was done with the catheter distal end left in use. The patient status at the time of the report was noted as alive, no injury. The patient was reported to be doing well now. The pump was used to deliver prialt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed catheter had significant twisting that may have affected infusion. Only the proximal segment was returned. There were twisting and damage/melting seen in multiple locations on the catheter body. There was also slight damage seen on one of the retaining ring fingers.